Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown 170mm 130 degree tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on april 2, 2018. The patient was initially implanted with one (1) shorter trochanteric fixation nail advanced (tfna) nail on unknown date. The patient fell on unknown date and was brought back to the emergency room. X-rays revealed that the femur fractured distal to the tip of the nail. The shorter nail was explanted and revised to a longer femoral nail, tfna helical blade, and one (1) 5.00 mm titanium locking screw. The procedure was completed successfully without any delay. The patient was reported to be fine at the end of the procedure. This report is for one (1) unknown 170mm 130 degree tfna nail. This is report 1 of 1 for (B)(4).